Event description:
Customer reported: prior to use, a tear was noticed near the proximal end of the tube. Customer confirmed no patient involvement.

Manufacturer narrative:
(B)(4). Customer did not provide lot number for device; without lot number, unable to determine manufacture date. The sample associated to this report is currently in transit to the manufacturing site for analysis.